Manufacturer narrative:
Device passed the sleep current test and active current test. Device failed the self test due to partial display caused by moisture damage on the electronic assembly. Pump error 38 alarmed during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. Critical pump error (open book image) not confirmed. Device received with cracked case on the back at the battery tube area.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were swimming and noticed that insulin pump had crack and received open book image on screen of insulin pump. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump did not received any alarm before the open book image was displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer back up plan. The insulin pump will be returned for analysis.